Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2014-03979 /-03980 /-06481 /-06482).).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2002. Legal counsel reports patient allegations of metallosis, metal poisoning, elevated metal ion levels, pain, swelling, inflammation, damage to surrounding bone and tissue, discomfort, soreness, dysfunction, loss of range of motion, and lack of mobility. Subsequently, patient underwent a revision procedure on (B)(6) 2013. During the procedure, surgeon allegedly noted corrosion at the trunnion. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision on (B)(6) 2013 due to the pain and elevated metal ion levels. Operative report noted the presence of fluid, corrosion at the trunnion, and a medial wall defect. The modular head and acetabular cup were removed and replaced with a competitor¿s acetabular system and a biomet head. Medical records indicated that the patient underwent a left total hip arthroplasty on (B)(6) 2002. No revision of the left hip has been reported.